Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. The manufacturer technical service personnel confirmed the reported issue. The ventilator was return for analysis. A visual inspection of the external v60 ventilator revealed no indication of damage or contamination. Root cause: the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the (1104) diagnostic code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that on arrival and start-up the ventilator had an backup alarm failed (1104) error code. There was no patient involvement.